Event description:
This lead was explanted and replaced due to dislodgement. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis revealed a cut into the insulation (approximately 5 cm distal to the is-1 connector pin), which most likely resulted from the explantation procedure. A thorough analysis of the lead did not show any deviations which might have led to the reported dislodgement. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.